Event description:
It was reported that the pulse generator was in backup vvi operation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Should have been (B)(6) 2004 rather than (B)(6) 2005. Should have been 190 54 rather than 708 78. Final analysis found that the pulse generator was in backup vvi mode due to multiple flip ped bits. After downloading the product code, normal function ensued.